Event description:
The service report shows the 840 ventilator was inoperable. Device was not being used on a pt when event occurred. Service technician verified the malfunction. The service technician inspected the device and replaced the inspiratory flow sensor. Device pass all extended self test. (Est).

Manufacturer narrative:
(B)(4).